Manufacturer narrative:
(B)(4). Evaluation- the product was not returned to assist with the investigation. No details regarding the event have been provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation

Event description:
It is alleged that "[pt]" received a cook gunther tulip on (B)(6) 2008 at (B)(6) by (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2008 at (B)(6) hospital in (B)(6) by (B)(6) m.d. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Event description:
No new information to report at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. The following allegations have been investigated: embedment, vc perf, pe. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Investigation - evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pt suffers from migration, tilt, and the inability to retrieve the device, shortness of breath, lung pain, blood clots, and anxiety¿. Cook will reopen its investigation if further information is received. Unknown if the reported ¿shortness of breath, lung pain, blood clots, and anxiety¿ is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem; product lot # to 1890490 ; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the filter implant via right internal jugular vein on (B)(6) 2008 due to recurrent dvt requiring thrombolysis and thrombectomy. On (B)(6) 2015, the plain allegedly was diagnosed with bilateral pe. CT report from (B)(6) 2015 alleges ¿thrombus within the lower ivc extending from the iliac vein confluence caudally just above the ivc filter tip.¿ an unsuccessful removal attempt allegedly occurred on (B)(6) 2015. The plaintiff alleges migration, tilt, device unable to be retrieved, shortness of breath, lung pain, blood clots, and anxiety.

Manufacturer narrative:
H6-device codes: appropriate term/code not available (3191): perforation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified that per the (B)(6) 2015, thrombolysis report: " indications: inferior vena cava filter clot. Procedure: venography was performed showing thrombus extending from the proximal left common iliac vein through the inferior vena cava filter apex. There is mild narrowing of the inferior vena cava at the level of the filter cone. Single renal vein inflows are noted bilaterally. The wire was then placed into the left iliac vein and the catheter was removed. Conclusion: inferior vena cava thrombus from the filter cone through the proximal left common iliac vein. An infusion catheter has been placed across this segment. Thrombolytics will be run overnight and the patient will be monitored in the intensive care unit. The patient will return to interventional radiology in 24 hours to assess for clot resolution and attempted inferior vena cava filter retrieval".

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
Additional information received (B)(6) 2017: it is alleged in the pending lawsuit that pt suffers from migration, tilt, and the inability to retrieve the device.